Event description:
It was reported that a malfunction alarm with code malf 9 occurred. There was no adverse impact to the customer's blood glucose level. The customer received instructions and assistance from technical support to reset the pump, after which the malfunction did not recur. The customer was able to continue using the pump and was advised to call back if any issue reoccurred.